Event description:
It was reported that while in the cath lab the md inserted the sheath into the pt's groin. The intra-aortic balloon (iab) was inserted and the rn could not flush properly. It kept sucking air. The iab was removed and another iab was inserted. The pt outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.